Event description:
It was reported that the hip distraction device became separated 3 weeks post-op from surgery dated 2007. The device would not stay tight. The device was replaced with an extra/used device that was available. This device was reported to be unable to provide full range of motion. A different construct was placed on the pt and is functional to date. Pt status is stable.

Manufacturer narrative:
Catalog # 01220, lot # 545610. Date of manufacture: 6/2007.